Event description:
During manufacturer re-review of a patient's vns programming history, it was noted the operating hours had rolled over and the original dates of the events were incorrect. After the dates were corrected, the history was re-reviewed. On (B)(6) 2011 (date corrected) the first interrogation revealed the device settings were 1.75ma/20hz/500 pulsewidth/30 sec on/60 min off which indicates that a computer software error occurred at some point and the output current was the only parameter that was changed. On (B)(6) 2011 the patient was programmed to 1.75/20/500/30/5 prior to leaving the visit. At the previous visit on (B)(6) 2010, a systems diagnostics test was performed but no final interrogation occurred to verify settings. It is likely the systems test faulted on (B)(6) 2010 and was not noted until (B)(6) 2011 when the off time was corrected.

Event description:
During manufacturer review of a patient's vns programming history, it was noted the vns off time was set to 60 minutes on (B)(6) 2003. The previous interrogation on (B)(6) 2003 had an off time of 5 minutes. A faulted systems diagnostics test is suspected to have occurred between these dates with an unknown programming system and caused the off time to change to 60 minutes, which is a default time for systems diagnostics and is not a therapeutic setting. The off time was programmed back to 5 minutes on (B)(6) 2003.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of programming history.